Manufacturer narrative:
H.6. Investigation summary: three 1ml syringes with safetyglide needle assemblies in fully sealed blister packs confirmed to be from batch: 9134532 (p/n: 305903) were received and evaluated. The syringes and safetyglide needle assemblies were visually inspected with no defects observed. The samples were forwarded to the needle manufacturing facility for further investigation. The reported defect was not identified in the samples received. Three (3) samples were received from the bd plant in canaan, CT. The bd plant reported receiving the samples in unopened blister packs; however, the bd plant had opened the blister packs for their investigation resulting in the bd plant in columbus receiving opened samples. The returned blister packs contained a 1ml syringe and a bd safety glide shielded needle assembly. The returned safety glide needle assemblies were visually examined using unaided vision with no defects being observed. The returned needle assembly was then attached to the corresponding needle from the blister pack and water was drawn up into the syringe through the needle assembly and dispelled back out without incident. The safety shields were able to be activated on all the returned samples. Based on the investigation conclusion bd was not able to confirm the non-conformances reported by the customer. No root cause could be determined, nor corrective or preventative actions are proposed in the scope of this complaint. A device history record review showed no rejected inspections or quality issues during the production of the received lot number: (9134532) that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that the bd safetyglide¿ insulin syringe with attached needle had a difficult time drawing up vitamin k medication and disconnecting from the needle during use. The safety guard was also reportedly hard to close, resulting in the needle "popping off". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the magellan 1ml syringe 25 g x 5/8 inch seems to have been replaced with a bd safety glide. Nurses voiced concern over having a hard time drawing up the med (vitamin k) with a filter syringe and then switching to the needle. Due to the syringe being a slip tip it has been hard to disconnect the filter syringe, resulting in the needle popping off and the nurse almost sticking herself with the needle. They have also reported that the safety guard is extremely hard to close, also resulting in the needle popping off. A similar situation has been reported with the magellan 22g x 1 1/2 inch safety needle being replaced with the bd safety glide. These needles are often used for im and are also used for collecting cord gases. Nurses have reported the caps sticking, and the safety guard being hard to close, again resulting in the needle popping off."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: hypodermic single lumen needle. Medical device type: fmi. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980580 (syringe). PMA / 510(k)#: k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ insulin syringe with attached needle had a difficult time drawing up vitamin k medication and disconnecting from the needle during use. The safety guard was also reportedly hard to close, resulting in the needle "popping off". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the magellan 1ml syringe 25 g x 5/8 inch seems to have been replaced with a bd safety glide. Nurses voiced concern over having a hard time drawing up the med (vitamin k) with a filter syringe and then switching to the needle. Due to the syringe being a slip tip it has been hard to disconnect the filter syringe, resulting in the needle popping off and the nurse almost sticking herself with the needle. They have also reported that the safety guard is extremely hard to close, also resulting in the needle popping off. A similar situation has been reported with the magellan 22g x 1 1/2 inch safety needle being replaced with the bd safety glide. These needles are often used for im and are also used for collecting cord gases. Nurses have reported the caps sticking, and the safety guard being hard to close, again resulting in the needle popping off."